Event description:
The patient was implanted with a left ventricular assist device. A device tracking form was received stating "outcome: pump thrombus/plugged." The box was checked on the form "weaned/explanted."

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.